Event description:
The customer reported the rotate arm was not working. No patient injury was reported.

Manufacturer narrative:
The service rep removed and replaced the power motor relay board. C-arm now rotates in both directions. Verified system is operating as intended.